Event description:
It was reported that a device was "faulty." It was also stated that the patient hadn't recharged the device in about 14 months. The reporter stated that the patient would like to have his system assessed. It was noted that the patient may also want to have a pain pump implanted. Four days later, it was reported that a device had not been operational for the last 16 months. It was unclear how long ago the device was operational. The reporter stated that the device would not charge or recharge. It was noted that prior to 16 months ago the device was working. It was reported that the patient wanted to figure out how to fix it or to have it taken out. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial #(B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).